Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one suture and two needles. The suture was broken into multiple pieces. The needles were received bent near the swaged end. Upon microscopic inspection, instrument marks were observed near the bend sites. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an pen procedure, the needle got twisted at the tip. It was noted that there was tissue trauma. To complete the case, another suture was used. There was patient injury.